Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: no image, the screen gets black. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image, the screen gets black. There was no patient involvement.